Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a routine unrelated non device pre- surgery check that noise and loss of capture was observed on the atrial lead. Further, review of egms indicated that an alert for undersensing was observed. Programming changes were made on the device and the issue was resolved. The patient was stable.